Event description:
It was reported that a merlin.net transmission showed episode of noise on the right ventricular lead. Patient will be brought in-clinic to test the lead. No further information is available.